Event description:
It was reported that a female patient underwent a breast surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient experienced an onset of a broad range of symptoms including pain, pulling, burning sensations in the right breast immediately following surgery coupled with anxiety and migraines. Some time after, hair loss, fatigue, joint pain, inflammation, rashes, unexplained allergy symptoms, brain fog, bloating, gastrointestinal issues, recurrent urinary tract infections, adult acne/cyst like bumps, began to affect the patient. More symptoms ensued including abdominal pain, gastrointestinal upset, leaky gut, sudden food sensitivities and intolerances, new allergies and intolerances, weight gain, night sweats, numbing/tingling in limbs, slow healing cuts, joint/hip pain, dry mouth, light sensitivity, and panic attacks. As a result, the patient underwent removal at an undisclosed date. After explantation, the patient states that all symptoms have resolved except for occasional hip pain. Since no contact information was provided, no follow up can be completed and there is no additional information available at this time. Should additional information become available, this case will be re-assessed, and will be reported accordingly. Refer to manufacturing report number 1645337-2022-00801 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Manufacturer narrative:
On february 07, 2022, mentor was provided with an explantation date for the medical device removal. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).